Event description:
On (B)(6) 2016 the customer reported three lines leaking from a crack in the drip chamber. Lines were requested to be returned to support the investigation and will be forwarded to the manufacturer once received. Investigation summary : the complaint is leakage at drip chamber. We received two used samples without batch specification for investigation. We performed a visual inspection on the received samples and we found at the first sample, that no moulding ring is present, but we could not observe a crack in the drip chamber. At the second sample are many stress cracks in lower part of the drip chamber, a big crack in lower part on the right side, which lead to fluid leaking out of the drip chamber when squeezing the drip chamber. The material is very hard when being squeezed. By more detailed visual inspection under the microscope the cracks could be confirmed, but no further indication for external material damages, flow lines, material inhomogeneities could be detected. All the data related to the potential causes have been reviewed and there were no deviations during production or obvious trends or changes that could have led to a change in the performance of the drip chamber identified. The processes have been validated and this kind of defect couldn't be confirmed to be caused by the production process. We checked the assembly process of the drip chamber but we could not reproduce the failure during the assembly of the drip chamber and/or o-ring injection moulding process. We have checked the retain samples of the complained batch by visual inspection. After the visual inspection we performed a free flow and tightness test with 5 retain samples per complained batch no leakages could be confirmed. Further a practical test was performed including priming and squeezing the drip chamber for several times. For all retain samples the drip chamber could be primed and no cracks or stress was induced to the drip chamber. All batch records were reviewed and there were no indications related to the complaint reason. There was no deviation during the production process. There were no flow lines in the material, which could potentially induce stress and create a predetermined breaking point. This can be excluded as a root cause for the described defect. Since the root cause could not be determined, actions have been implemented to reduce overall variations in the production process and potential root causes.